Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing non-sustained noise on the ventricular channel. Review of recorded tracing showed crosstalk with atrial pacing. Diagnostic imaging revealed no visual anomalies on the lead. Crosstalk was unable to be reproduced in clinic. Programming changes were made. Patient will continue to be monitored. Device remains implanted.

Event description:
New information received notes that further oversensing was observed on the ventricular channel. Patient was asymptomatic. Further programming changes were made.